Manufacturer narrative:
The field service representative inspected the instrument and observed crystals on the diverter, load and unload - moulded base (rohs) near the sample probe. The part was cleaned, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The diverter, load and unload - moulded base (rohs) was determined to be the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect total b-hcg results generated on the architect i2000sr instrument for a 27-year-old female patient hospitalized with abdominal pain. The initial result was 839.02 miu/ml. A new sample was collected, and the result was <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results generated on the architect i2000sr instrument for a 27-year-old female patient hospitalized with abdominal pain. The initial result was 839.02 miu/ml. A new sample was collected, and the result was <1.20 miu/ml. No impact to patient management was reported.